Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pulse generator exhibited a set screw anomaly. The lead was able to be removed after the set screw was turned. The device was removed and the procedure was complete with another pulse generator. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.